Event description:
It was reported that the patient was seizure free with vns therapy. The death was witness. The circumstance of death was noted to be that in the post ictal state the patient developed respiratory and then cardiac arrest likely caused by pulmonary hypertension. The generator and lead were explanted. It was reported that the cause of death was not related to vns therapy. It was reported that the explanted devices have been returned for analysis, but have not been received to date.

Event description:
It was reported that the vns patient passed away. The exact date of death is unknown but it was reported that the patient had passed away a few weeks ago. The cause of death and relationship of the death to vns is unknown. It was reported that the device had been discarded and would be returned to manufacturer for analysis. The explanted devices have not been received to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
The generator and lead were received for analysis. Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead was completed on (B)(4) 2014. Note that the electrodes were not returned for analysis, with the exception of the spot-weld / slugs still attached to the end of each quadfilar coil; therefore, a complete evaluation could not be performed on the entire lead product. Scanning electron microscopy was performed and revealed a spot-weld / slug at the end of the coil attached to a portion of the ribbon. The abraded opening and slice marks found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The slice marks found on the inner silicone tubes and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the inner silicone tubes. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.